Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. Observation found during evaluation. The sherlock sensor displays a lollipop that is on the right side of the display when the strain relief on the sensor end of the usb cable is moved. The reported issue root cause is due to an internal failure of the usb cable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
Observation found during evaluation at bd service center: the sherlock sensor displays a lollipop that is on the right side of the display when the strain relief on the sensor end of the usb cable is moved. No other information provided, at this time.